Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on nasopharyngeal sample using a hydra flock swab on (B)(6) 2023. Confirmation pcr testing and repeat antigen testing was performed both of which generated negative results. No additional information including patient outcome and treatment was reported.

Manufacturer narrative:
G4: similar product to 192-000. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217199 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217199 and test base part number 192-430 / lot m217199. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Manufacturer narrative:
Similar product to 192-000. The investigation is ongoing. A supplement report will be sent upon investigation completion.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on nasopharyngeal sample using a hydra flock swab on (B)(6) 2023. Confirmation pcr testing and repeat antigen testing was performed both of which generated negative results. No additional information including patient outcome and treatment was reported.